Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 7. The home patient (hp) was connected at the time of the alarm. The hp stated that they could not pinpoint the problem but that they did setup the cycler a little different that night. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. Proper procedures were reviewed with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.